Manufacturer narrative:
(B)(4). Firing trigger teeth the analysis results found that the (B)(4) device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Device was not returned additional information was requested and the following response was received: (B)(6).

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was being used on the sigmoid colon to transect it. During the second firing, the gun was jammed and the jaw could not be opened. The closing trigger, firing trigger and the opening knob got jammed and was not functioning properly. After repeated attempts by the surgeon, he was able to open the jaw. The cartridge was not fired nor had the blade cut the tissue. The device, when fired, neither stapled or cut. It got jammed on the tissue. Unknown how case was completed. There were no adverse consequences for the patient.